Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The power consumption is expected to continue to increase. The pacemaker remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The power consumption is expected to continue to increase. The pacemaker remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced without issue. No additional adverse patient effects were reported.